Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2008, was chosen as a best estimate based on the date of the implantation. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polyform synthetic mesh device was implanted into the patient during a pubovaginal sling, cystocele repair with mesh, and cystoscopy with suprapubic tube placement procedure performed on (B)(6) 2008 for the treatment of symptomatic cystocele and stress urinary incontinence. Reportedly, the patient tolerated the procedure well and was transferred to the recovery room in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.